Event description:
It was reported that the patient¿s pulse generator reached end of service very shortly after elective replacement indicator. The physician suspected premature battery depletion. The device was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eol when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.